Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for unrelated reason. Upon interrogation of the implantable pulse generator, backup operation was observed. The status report printed only the power on reset status. A device restoration was performed successfully. The patient was stable during and after.